Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for thoracic endovascular treatment of a 55mm diameter thoracic aortic aneurysm. It was reported that the stent graft was successfully delivered and deployed in the patient during the index procedure. After deployment, it was observed that the distal end of the delivery system was broken. There were no abnormalities observed during the procedure. The device was successfully removed from the patient. Per the physician, the cause of event is unknown. No clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
Evaluation of the returned device has been completed. The complaint was confirmed, there was a break to the backend screwgear. The root cause for the event could not be conclusively determined.